Event description:
High flow o2 therapy equipment failed to alarm when flow to pt circuit stopped. Display and alarm condition indicated normal but no flow could be measured at pt circuit. Staff discovered this prior to pt use. One other device on a pt which "desaturated" but could not be reproduced. The area these were in use was a neonate intensive care unit.